Manufacturer narrative:
Lumenis investigated the reported event contacting the initial reporter to obtain further information about the reported event. Additional information had been provided. The reporter had confirmed that the screen malfunction did not cause or contribute to a change in the patient's condition, and the remainder of the procedure was completed by use of a backup device (versapulse powersuite 100w). A lumenis service engineer visited the site on june 7, 2018 and replaced the display screen. After testing the system it was returned to the facility in working order. A review of the subject device DHR revealed that during production testing there was an incident in which the screen would not turn on at start-up. It was fixed by changing the display's memory stick and the issue had been resolved. Although the issue was found and corrected during production testing, it was later discovered that the issue was not necessarily with the 'memory stick', but rather with an unannounced change in the display card by the manufacturer, (B)(4). A scar was opened on the supplier, (scar #: (B)(4)), and the issue had been corrected. The correction was found to be effective and the scar had subsequently been closed. A review of historical product complaints shows that the same malfunction of intraoperative display failure has not led to serious injury in the past. Although this event did not result in a serious injury, the same malfunction might lead to an adverse event (i.e, cancelled major procedure) should it recur, and in an abundance of caution, lumenis is reporting this malfunction.

Event description:
A user facility reported that during a procedure in which a lumenis versapulse powersuite 60w laser was being utilized, the display screen blacked out and the laser could no longer be used. The remainder of the procedure was completed with a backup laser. No report of patient complications was received, and no report was received alleging the device malfunction caused or contributed to any change in the patient's condition.